Event description:
Event verbatim preferred term (related symptoms if any separated by commas). Hyperglycaemia. Pen wasn't injecting her dose normally drug delivery system issue. Needle reusage multiple use of single-use product. Didn't put the pen in the fridge product storage error. Case description: this serious spontaneous case from (B)(6) was reported by a consumer as "hyperglycaemia(hyperglycaemia)" beginning on 2022, "pen wasn't injecting her dose normally(drug delivery system issue)" with an unspecified onset date, "needle reusage(needle reusage)" with an unspecified onset date, "didn't put the pen in the fridge(product storage error)" with an unspecified onset date, and concerned a (B)(6) months old female patient who was treated with actrapid penfill (insulin human) (dose, frequency & route used-54 iu, qd (20 u morning ,24u before lunch,10 u before dinner), subcutaneous) from unknown start date and ongoing for "type 1 diabetes mellitus," novopen 4 (insulin delivery device) from unknown start date and ongoing for "type 1 diabetes mellitus." Patient's height: 163 cm. Patient's weight: (B)(6). Patient's bmi: 18.25435660. Current condition: type 1 diabetes mellitus ( from 3 years ), thyroid disorder. Used oral tablets before insulin and did not had any good results. Concomitant products included lantus(insulin glargine), eltroxin(levothyroxine sodium). On an unknown date, started actrapid from one year. On an unknown date, pen was not injecting the dose normally and mentioned did not put the pen in the fridge and changed the needle every week (unspecified which needle). Patient suffered from hyperglycaemia (started 10 or 15 days ago) from about 10 or 15 days during using actrapid. On (B)(6) 2022, the patient's recent fasting blood glucose (fbg), hba1c (glycosylated hemoglobin) and ppbg (postprandial blood glucose) were measured as 338 mg/dl, 12.5 % and 501 mg/dl, respectively. On (B)(6) 2022, the patient's hba1c (glycosylated hemoglobin) was measured as 11.7%. On (B)(6) 2022, the patient's rbg (random blood glucose) was measured as 549 mg/dl. Patient was advised to change the needle in each injection to avoid blockage of the needle. Then pen training was applied on the mechanical part and it worked normally for 2 times as piston rod was moving normally and dose counter returned to zero. Health care professional shifted the patient from actrapid to mixtard 30 penfill with 30 u before breakfast and 10 u before dinner as patient will start using it. On an unknown date, blood glucose level in normal reaches to up to 200mg/dl or 300 mg/dl or more as a rbg, sometimes may be 70 or 80 mg/dl. Batch numbers: actrapid penfill: lr79f03. Novopen 4: jvgv684. Action taken to actrapid penfill was not reported. Action taken to novopen 4 was reported as other. The outcome for the event "hyperglycaemia(hyperglycaemia)" was not yet recovered. The outcome for the event "pen wasn't injecting her dose normally(drug delivery system issue)" was not reported. The outcome for the event "needle reusage(needle reusage)" was not reported. The outcome for the event "didn't put the pen in the fridge(product storage error)" was not reported. Preliminary manufacturer's comment: (B)(6) 2022: the suspected device novopen 4 has not been returned to novo nordisk for evaluation. Product handling error such as needle re-usage and product storage error could have contributed to device malfunction leading to hyperglycaemia. No conclusion is reached.

Event description:
Case description: investigation results: name: novopen 4, batch number: jvgv684. The product was not returned for examination. The batch documentation was reviewed. No abnormalities relating to the observed problem were found. The batch documentation has been reviewed and found to be normal. Name: actrapid penfill 3 ml 100iu/ml, batch number: lr79f03. The product was not returned for examination. A reference sample was examined macroscopically and analysed chemically. The reference sample was found to be normal. The results were found to comply with specifications. During investigation no irregularities related to the complaint was detected on a reference/reserve. Since last submission case updated with the following information: -investigation result updated. -b c d and g codes updated. -investigation result updated. -narrative updated accordingly. Final manufacturer's comment: 04-mar-2022: the suspected device (novopen 4) has not been returned to novo nordisk a/s for the investigation. The batch trend analysis revealed nothing abnormal. No abnormalities relating to the observed problem were found. With the available limited information, it is not possible to identify a clear root cause in relation to functionality of novopen 4. However, product handling error such as needle re-usage and product storage error could have contributed to device malfunction leading to hyperglycaemia. Patient's underlying medical condition on type 1 diabetes mellitus is a confounding factor for the development of hyperglycaemia. Events listed. This single case report is not considered to change the current knowledge of the safety profile of actrapid penfill. H3 continued: evaluation summary: name: novopen 4, batch number: jvgv684. The product was not returned for examination. The batch documentation was reviewed. No abnormalities relating to the observed problem were found. The batch documentation has been reviewed and found to be normal.